Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. Provided technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at time of the event. There is no registered start of ventilation and due to continuous use, the registrations from event date (B)(6) 2022 are overwritten in the internal log. The cause of the reported problem could not be determined.

Event description:
It was reported that during patient treatment, the patient circuit disconnected during switching from pressure mode to volume control mode. There was no patient harm. Manufacturer's ref.#: (B)(4).